Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached while attempting to remove the shield. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the shield could not be detached." Via bd investigation: "bdj confirmed that the needle shield with hub was detached from the barrel."

Manufacturer narrative:
Correction: the following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary: customer returned two images of a 0.3ml syringe. No other identifying information was provided. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the image received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA (B)(4) has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached while attempting to remove the shield. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the shield could not be detached." Via bd investigation: "bdj confirmed that the needle shield with hub was detached from the barrel."